Manufacturer narrative:
The pencil has been returned, and is currently being evaluated. When the investigation is complete, a follow-up report will be sent.

Event description:
The report stated that during a thoracotomy procedure the electrode tip of the pencil ignited during activation. There was no pt injury.